Event description:
I was diagnosed with breast cancer in 2004. I had a full mastectomy and many surgeries through the years. Throughout having the lasted set of breast implants placed, I reported to my surgeon the frequent pain and lumps that where frequently troublesome feeling. Feeling specific lumps and sharp, shooting pain in the breasts, led me to call and see my surgeon on (B)(6) 2019. My surgeon sent me to have an MRI on (B)(6) 2019, to evaluate the unk lump and pain. I was frequently sick, and had sharp shooting pains everyday. On (B)(6), I received a letter from allergan that the type of implants I currently had where being recalled. I also was diagnosed on (B)(6) 2018 with a rare auto immune disorder called pemphigus foliaceus. I had surgery to remove the recalled implants on (B)(6) 2019. The issues and being a breast cancer survivor my dr advised the surgery. FDA safety report ID # (B)(4).